Manufacturer narrative:
H10: this reported malfunction was reassessed for reportability and determined to be reportable as a death, and was reported under emdr 2020394-2019-05431. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that an unknown g2 express vena cava filter model allegedly experienced was difficult to remove. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient¿s age, weight, and gender were not provided.

Manufacturer narrative:
The lot number for the malfunction was not provided and a lot history review could not be performed. The device has not been returned for evaluation; therefore, the investigation is inconclusive for the difficult to remove as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that an unknown g2 express vena cava filter model allegedly experienced was difficult to remove. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient¿s age, weight, and gender were not provided.